Manufacturer narrative:
(B)(4).

Event description:
A (B)(6) y/o female was undergoing a peripheral intervention of the right sfa. The patient had a history of multiple peripheral and aortic bypasses. After placement of a cook ansel guiding sheath and angiography, a cto was identified in the proximal sfa and reconstituted above hunters canal. Heparin was given. Lesion was a soft cto which the physician crossed without difficulty. A 1.7 otw turbo elite was introduced and lasering commenced. Four passes were completed with the laser at varying settings; total lasing time was just over 4 minutes. All IFU and protocols were followed during the laser procedure. After lasering a cook 6x100 balloon was being prepped for use in the patient. The patient stated she wasn't feeling well, was nauseous and her bp started dropping. 911 was called and at 0929 chest compressions and airway management were started. Attempts were made to intubate without success. Ems arrived and attempted to stabilize the patient but were unsuccessful and the patient was transported via ambulance to the hospital. The patient had been placed on life support and on (B)(6) 2016 the family chose to remove life support and the patient died. Spnc representative contacted for follow-up, states cause of death is unknown, however the physician does not believe that use of the laser caused the ae.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.

Manufacturer narrative:
Updated to include device and patient codes.